Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is estimated. Implant date is unknown. The unique device identifier (UDI) is not provided because the lot number is not provided. During processing of this incident, attempts were made to obtain complete patient and device information. Further information was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: nmd0001.

Event description:
It was reported that the patient was experiencing ineffective stimulation. Surgical intervention was undertaken and the leads were explanted and replaced. It is unknown which lead attributed to this issue.